Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary:(B) (4) no anomalies found however, the visual inspection showed that the helix had been stretched out of specification, the helix was bent/distorted.

Event description:
It was reported during the implant procedure that the helix was not "performing properly" at implant attempt. The lead was not implanted. No patient complications have been reported as a result of this event.